Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to stay close. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 had failed to stay closed. The field service engineer (fse) had found a snapped retractor band along with a shorted latch and position sensor. The fse had replaced the retractor band and both sensors, then verified the recovery. The system functioned as intended after the field service engineer repaired the device.